Event description:
Admitted on 1/2/94 for mitral valvuloplasty on 1/3/94. Performed with 26mm and 28mm inoue balloon. Received 32mg diprivan by anesthesiologist. Prior to procedure patient awake, responsive and oriented. After procedure patient transferred to ccu with neuro deficit. Slow recovery from anesthesia left sided weakness, possible encephalopathy, possible cva.